Event description:
Patient was revised to address implant wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address implant wear. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. The patient was primarily implanted with the depuy device in (B)(6) 1996 and revised for implant bearing bear in (B)(6) 2014. It is not unreasonable to find implant bearing wear after more than 18 years in vivo. Based on the inability to determine root cause, the need for corrective action has not been indicated.